Event description:
The provider stated the seat frame had broken when the end user got into the chair from getting out of the car and got injured. The end user reports that he got home from work, transferred from his car to his chair like always, he moved his legs from the car to the chair, and next thing he knew his chair went like a recliner, tilted back, and dropped him straight through. End user reports this caused him to be in pain, have headaches, some stiffness in his back, and in his arms. No cuts or bleeding, but he did have a bump on his head. End user reported that the headache was gone when he woke up this morning. End user reports that their is some damage to his car, scratches from the chair.

Manufacturer narrative:
The provider stated the seat frame had broken when the end user got into the chair from getting out of the car and got injured. The end user reports that he got home from work, transferred from his car to his chair like always, he moved his legs from the car to the chair, and next thing he knew his chair went like a recliner, tilted back, and dropped him straight through. End user reports this caused him to be in pain, have headaches, some stiffness in his back, and in his arms. No cuts or bleeding, but he did have a bump on his head. End user reported that the headache was gone when he woke up this morning. End user reports that their is some damage to his car, scratches from the chair.